Manufacturer narrative:
On february 2023, orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as further information and/or the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: on (B)(6) 2024. Body part to which device was applied: left femur. Surgery description: lengthening. Patient's information: 16-year-old, female, previous health condition: left genu valgus and lld (leg length discrepancy). Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: when we started lengthening the device not working properly (external control) and transmitter not working properly. Screw driver which fix the connection between receiver with the nail is missed from system. The complaint report form also indicated: the device failure had adverse effects on patient: loss of achieved correction. The initial surgery was completed with the device. An additional surgery was required: performed on (B)(6) 2024. Copy of operative reports is not available. Copy of x-ray images is available (not received). Patient's current health condition: patient is ok now after replacing fitbone with precice nail and achieved the required length. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nail code (B)(4) involved in this event was manufactured by wittenstein intens gmbh. In relation to this event, it was returned also a receiver and four locking screws. Technical evaluation: the returned devices were examined by orthofix quality operations department. 1. Nail code (B)(4). The visual check of the nail evidenced as follows: - damage of the bipolar connector, which is completely stripped. This likely occurred during nail removal; - presence of scratches/hits along device axis; - presence of drilling signs in correspondence of the distal hole (i.e. At the tail left). This is likely due to operation before distal locking screw insertion; the dimensional check did not evidence any anomalies. Tail left exposed distance has been evaluated using a digital caliber. The measured value suggests that some lengthening was achieved during the treatment. The nail has been sawed to perform the current absorption measurement directly to motor terminals. The current absorption was in conformance with the acceptance criteria. 2. Receiver code (B)(4). The visual check evidenced that the cable is damaged. It was not possible to perform the functional check due to the damage to the receiver cable. 3. Fitbone locking screws only the visual check was performed as the screws were not involved in the issue reported. The visual check of the four fitbone screws returned, evidenced signs likely due to use. No other anomalies were detected. Final comments: based on the above evidence and considering that the customer stated that the torque wrench was missing and consequently the receiver was not tightened as per operative technique, it cannot be ruled out that the input to the motor had not been triggered correctly by the remote control, most likely due to a loose connection between the nail and the receiver. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: when lengthening started the device was not working properly. Screwdriver which fix the connection between receiver with the nail is missed from system. Patient is ok now after replacing the nail with another nail and achieved the required length. Manufacturer ref: (B)(4). Distributor ref: (B)(4).